Manufacturer narrative:
The five (5) 25 gauge illuminated flex curved laser probes were received ¿ 1 opened and used, 4 unopened. A visual assessment of the returned samples showed signs of excess adhesive on the cannula-nitinol junction for the opened sample as well as 1 unopened sample. When the samples were inserted through a 25ga trocar it had resistance at the cannula-nitinol junction, replicating the reported event. The reported event could not be replicated for 3 of the unopened samples. Their cannula outer diameter (od) were measured. With the od min/max values of 0.0200 to 0.0205 inches, the samples od were measured to be 0.02025-0.02035, 0.02015-0.02030, and 0.02020-0.02030 inches, meeting specifications. The 25 gauge illuminated flex curved laser probe was manufactured on january 29, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a laser probe could not be inserted into a trocar cannula during a vitrectomy procedure the laser probe was exchanged to complete the procedure with no harm to the patient.